Event description:
This is a spontaneous case report received from a female consumer of unspecified age via social media in (B)(6) on 08-nov-2016 who had essure (fallopian tube occlusion insert) implanted on an unspecified date. The consumer described her experience with essure. She commented that she had a planned surgery to remove essure, a hysteroscopy. The consumer had pending tests (blood test, electrocardiogram and chest x-ray) before the procedure. On (B)(6) (unspecified year) she has an appointment with the service of anesthesia. She is concerned and nervous because of the hysteroscopy. The consumer had been "fighting" since more than 2 years (unspecified date). She explained that during the surgery the fallopian tubes and the uterus are going to be removed leaving the ovaries. The event was considered as related to essure by consumer. Follow-up received on 21-nov-2016: (B)(4) received. Company causality comment: this spontaneous non-medically confirmed case report was received via social media with limited information. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a programmed hysteroscopy to remove essure. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the planned device removal was not specified. The planned intervention (hysteroscopy) is not compatible with the described surgery (removal of fallopian tubes and uterus). Despite the lack of details for a comprehensive causality assessment, considering that device removal will be required, causality with essure cannot be excluded and this case was regarded as incident, in a conservative approach. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: updated quality safety evaluation of ptc (medical assessment updated). Company causality comment: this spontaneous non-medically confirmed case report was received via social media with limited information. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and upon receipt of follow-up information, she stated she experienced too much pain (interpreted as pelvic pain) and was hospitalized due to a mass tissue formed in the external site of her uterus (adenomyosis). A hysteroscopy through laparoscopy (uterus and tubes were removed) was performed. Therefore, the previous event programmed hysteroscopy to remove essure was deleted. Too much pain is anticipated in the reference safety information for essure. The other event is unanticipated. In this case, the occurrence of adenomyosis could be an alternative explanation for occurrence of pelvic pain, however, considering that pelvic pain may occur following essure insertion procedure, a causal relationship with essure cannot be totally excluded. With regards to the other event, based on its pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4) received on 09-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report was received via social media with limited information. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a programmed hysteroscopy to remove essure. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the planned device removal was not specified. The planned intervention (hysteroscopy) is not compatible with the described surgery (removal of fallopian tubes and uterus). Despite the lack of details for a comprehensive causality assessment, considering that device removal will be required, causality with essure cannot be excluded and this case was regarded as incident, in a conservative approach. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
The patient's concurrent conditions included diabetes. The reporter commented: she commented that on (B)(6) 2017 she was admitted to the hospital, the reason for the admission was reported by gynecologist as adenomyosis she was admitted two days before the surgery because her sugar had to be monitored because she was diabetic. On (B)(6) 2017, she received unspecified drugs and anesthesia intravenous, on the same day, essure was removed by hysteroscopy through laparoscopy. After the surgery, she reported that she was too much better; she was felt calmer and very happy because she has not more it in her body. She referred she was five days hospitalized and then discharged to home to continue recovering. Treatment medications included unspecified sedatives and unspecified anticoagulant injection that she had to apply every day for seven days. Diagnostic results: pending tests (blood test, electrocardiogram and chest x-ray). Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events and clinical information added. Previous event programmed hysteroscopy to remove essure was deleted.. Company causality comment: this spontaneous non-medically confirmed case report was received via social media with limited information. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and upon receipt of follow-up information, she stated she experienced too much pain (interpreted as pelvic pain) and was hospitalized due to a mass tissue formed in the external site of her uterus (adenomyosis). A hysteroscopy through laparoscopy (uterus and tubes were removed) was performed. Therefore, the previous event programmed hysteroscopy to remove essure was deleted. Too much pain is anticipated in the reference safety information for essure. The other event is unanticipated. In this case, the occurrence of adenomyosis could be an alternative explanation for occurrence of pelvic pain, however, considering that pelvic pain may occur following essure insertion procedure, a causal relationship with essure cannot be totally excluded. With regards to the other event, based on its pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.